Event description:
Complainant alleged that during training by facility staff, the device's associated one-step pacing cable damaged and unable to attach electrodes. Complainant indicated that there was no patient involvement in the reported malfunction

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.